Event description:
It was reported that during the implant procedure, the stylet became stuck inside the left ventricular lead and could not be removed. The lead was no longer used and a new lead was implanted without complication. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).